Event description:
Patient undergoing laparoscopic right oophorectomy, hysteroscopy, d&c (dilatation and curettage), novasure. The novasure was the last procedure to be attempted. The hysteroscope was removed and the cervix was further dilated for placement of the novasure. The novasure was then placed. The cavity width was set at 5, which had previously been measured, and the width was found to be 2.6. This was set on the machine, and the machine was tested and was not enabled. Attempt was then made to further expand the width, and in doing this an attempt was made to close the novasure in order to reapply it. The width would not spread back to zero no matter how we used the machine, we could not get the width to go back to zero nor remove the novasure from the cervix. After approximately 10 minutes of trying different efforts, the novasure instrument finally was removed with twisting movements. Upon removal it was noted that the plastic shield had ripped.